Event description:
There was difficulty inserting the device. The next day it was revealed on chest x-ray that part of the guidewire was still in the patient's chest. The doctor who had inserted the device did not notice that part of it had broken away when the wire was withdrawn. It was reported that the line was successfully removed under radiological guidance. It was reported that the customer believes the event may have been caused by misuse of the access device by a junior doctor.